Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio-metric flashes multiple times while trying to authenticate fingerprint. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-metric identifier was failed. A field service engineer (fse) tried to install bio identifier drivers but failed. The fse then replaced the hard drive and reimaged the new drive set to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.